Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The other meter serial number is: (B)(4). Manufacture date: 06/02/2015. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on the monday before his call to adc customer service on (B)(6)2015 both of his adc blood glucose meters would turn on with button press, but not with test strip insertion. Customer further reported that on monday (B)(6) 2015 he self-presented to the va hospital where a reading of 600 mg/dl was received on an unspecified device. Customer noted he was treated with "IV drips" and his regular metformin dose. No further information was provided by the customer as he declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1516702 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.